Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the sensor reading was inaccurate, and that it gave a reading of 46 mg/dl when the blood glucose reading was 400 mg/dl. The customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.